Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen 2000 mcg/ml (dose 634 mcg/day) via an implantable infusion pump. Indications for use included intractable spasticity and cerebral palsy. The date of event and the other medications the patient was taking at the time of the event were not available to the reporter. The patient had no medical history. It was reported that the patient complained of increased spasticity. Diagnostics/troubleshooting included aspiration from the catheter access port (cap) and there was no flow. It was unknown what caused the catheter issue. The catheter was subsequently explanted and replaced on (B)(6) 2016, and the issue was resolved. The patient status was ¿alive no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.